Event description:
The patient reported that the adhesive pad did not stay attached to the body for the full 24 hour period. The patient stated that he was outside doing yard work and was sweating, that's when he noticed the adhesive pad began to lift.